Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the stimulation would go up and down. The patient reported that they said it was going to stay at that setting 105 but it kept going high, sometimes goes up to 140 and she couldn¿t take a bath because it felt like she was getting shocked when she hit the water. The patient reported that she had been calling a manufacturer¿s representative (rep) and she had not gotten a call back.